Event description:
Caller states that his customer states that cuff leaked. He does not have specifics. Multiple attempts have been made to collect further information related to this report. Patient involvement is not confirmed.

Manufacturer narrative:
The sample is associated to this report is currently in transit to the manufacturing site for investigation. If significant information is identified in the sample analysis, the results will be provided in a supplemental report.